Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. Reportedly, the hole on the cartridge appeared to be off-center from where it normally is. A new cartridge was successfully loaded onto the pump. There was no impact to the customer's blood glucose level.